Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use instructs the user to fully close the clip arms and continue to turn the arm positioner until it is no longer possible to rotate the arm positioner. Failure to follow prior to retraction into the guide may result in device damage, inability to remove the cds, and/or vascular and cardiac injury. All available information was investigated and the reported difficulty positioning the cds in the guide appears to be related to user technique and due to the chosen position of the transseptal puncture. The reported difficulty removing the device appears to be a result of user error. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The sgc is filed under a separate medwatch report.

Event description:
This is filed to report the difficulty positioning and removing the clip delivery system (cds). It was reported that the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. The transseptal puncture was made in a very superior and posterior position and in an extremely anterior direction, per physician choice. Due to the transseptal puncture, the steerable guide catheter (sgc) was directed toward the anterior wall of the left atrium. The cds was advanced, but was unable to properly straddle due to the position of the sgc. Several attempts were made to position the cds; however, the cds could not advance to straddle. The cds was removed; however, it was not checked if the clip was fully closed prior to pulling back into the sgc and the cds caught on the soft tip of the sgc. The cds and sgc were removed from the patient anatomy. The cds was not used again, as it was possible that the clip arms and grippers were damaged; although, no damage was noted. Additionally, the sgc was removed and it was noted that there was a tear in the soft tip of the sgc. The sgc and cds were replaced and the procedure continued with implantation of one clip, reducing the mr from grade 4 to grade <1. No additional information was provided.